Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient experienced infection on the peg area on an unknown date. The patient was hospitalized on (B)(6) 2020 and sefazol antibiotic 1000 mg IV was started. On (B)(6) 2020 the peg-j was removed due to the stoma site infection. Duodopa treatment interrupted until the recovery of the infection.

Manufacturer narrative:
Reference record (B)(4).